Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and r-wave amplitude variation. The reported events of failure to capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the right ventricular lead exhibited failure to capture and r-wave amp variation. A chest x-ray was performed to confirm the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.